Event description:
It was reported that at a routine follow-up, atrial pacing resulted in ventricular capture. A chest x-ray confirmed atrial lead dislodgement. The lead was removed and the pulse generator was programmed to vvi at 60 pulses per minute.

Manufacturer narrative:
No medwatch form was received.